Event description:
It was reported that the patient had high impedance on diagnostics. Per reporter, no trauma or manipulation is suspected, but she was unsure as the patient has not been seen in 4 1/2 years. X-rays were received and reviewed by the manufacturer. Based on the x-ray review, the incomplete insertion of the connector pin into the generator connector block may possibly be contributing to the high lead impedance, though it appears that it is inserted far enough into the connector block to maintain good electrical contact. No lead breaks or other anomalies were visualized, though it is important to note that the entire lead could not be visualized on the x-rays. The patient's device has been turned off and the patient has been referred for surgery.

Manufacturer narrative:
Method: manufacturer reviewed x-rays of the implanted device. Results: x-rays reviewed by the manufacturer, no gross lead discontinuities visualized.